Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient reported hearing this cardiac resynchronization therapy defibrillator (crt-d) emitting beep tones. Upon interrogation, a message was displayed noting that the time to explant was less than three months. Technical services was contacted for further information regarding this behavior, and a copy of device memory was provided for evaluation. Engineering evaluation confirmed the device reached explant status, but then recovered back to one year remaining due to two capacitor reforms being performed. The capacitor reforms caused a transient dip in battery voltage, which was slowly recovering. Technical services discussed this was normal device behavior. Further information was provided that the patient again presented to the clinic as a result of hearing beep tones. The physician planned to program the beep tones off, and schedule the patient for replacement in the near future. Additional information was received that this crt-d was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.